Manufacturer narrative:
Medtronic reference number: (B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated an inoperable diagnostic message. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.